Event description:
Tip of wire unraveled during shaping before entering the body-happened on two wires. Manufacturer response for pace maker, (brand not provided) (per site reporter) no response at this time. There were 6 separate events that were reported.